Event description:
The customer reported an unexpected beeping at the end of the op-check. The customer believes the therapy port connector may be loose.

Manufacturer narrative:
The customer reported an unexpected beeping at the end of the op-check. The customer believes the therapy port connector may be loose. A philips field service engineer evaluated the device at the customer site. The reported failure could not be reproduced, however, there were opcheck failures recorded in the status log. It was determined that the therapy port connector had failed. Replacing the therapy port connector resolved the issue.